Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low and high blood glucose level. Customer's low blood glucose value was 48 mg/dl high blood glucose was 400 mg/dl and other blood glucose was 86 mg/dl. The customer was treated with food. The customer been using the insulin pump system within 48 hours of reported high and low blood glucose event. The customer was able to passed the self test and displacement test. The insulin pump will not be returned for analysis.